Manufacturer narrative:
Correction: g2 - foreign was inadvertently omitted from the initial report. H9 correction and removal number: 3011050570-10/24/2023-001-r. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective charged coupled device unit. The following causes could be prioritized for the failure ¿green image¿ : 1) unacceptable tension in the area of the charged coupled device unit assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer plastic cover to bumper sleeve." 2) unacceptable tension in the area of the charged coupled device unit assembly due to asymmetrical alignment of the spring to plastic cover before the bumper sleeve is joined. 3) pre-existing damage to the charged coupled device unit assembly due to using a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had a poor connection. The issue was found during preparation for use for a therapeutic trans urethral resection of bladder tumor that was completed with a similar device and no delays. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the image was green. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the image was green.the following non-reportable malfunctions were found during the device evaluation: the outer tube was dented and the internal charged coupled device failed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.